Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Around the (B)(6) 2020 the user had a trauma to the head. The user's hearing with the device is affected. There was no bleeding, swelling or bruising over the implant site.

Manufacturer narrative:
Additional information: according to the received information from the field, the recipient experienced a trauma to the head. Following that the recipient was not able to benefit from the device anymore and measurements could confirm a device malfunction. It is very likely that the reported trauma caused a damage to the implant electronics. Re-implantation is considered, but no date has been communicated yet.

Event description:
Around the 20th march 2020 the user had a trauma to the head. The user's hearing with the device is affected. The user's hearing before the fall was good with the device. Clinical support has suggested re-implantation but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing.the problems described in the recipient report and the reported accident appear to match the damage found. This is a final report.

Event description:
Around the (B)(6) 2020 the user had a trauma to the head. The user's hearing with the device is affected. The user's hearing before the fall was good with the device. The user was reimplanted.